Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy diverticulitis procedure, the staple misfired. It was reported that after resection the stapler was placed in the stomach. The stapler passed in the recto stop. The sharp point was deployed easily, and it was connected in the anvil. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of an anvil cutting ring showed no traces of knife impression and the ring was received intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.